Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 525 mg/dl at the time of incident and the current blood glucose of the patient was over 400 mg/dl. Customer stated the other blood glucose level was 300 mg/dl to 400 mg/dl. Customer treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer want to stop troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.